Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain"), device breakage ("retained fragments of the essure device") and medical device removal ("device removed") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), dysmenorrhoea ("menstrual pain"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). In (B)(6) 2011, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on or about (B)(6) 2011, bilateral salpingectomy on or around (B)(6) 2015). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, medical device removal, complication associated with device, dysmenorrhoea, abdominal pain lower, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication associated with device, depression, device breakage, dysmenorrhoea, dyspareunia, medical device removal and pelvic pain to be related to essure (ess205). The reporter commented: the plaintiff was required to undergo a total vaginal hysterectomy with removal of the essure devices on or about (B)(6) 2011. Subsequently, on or around (B)(6) 2015, she was required to undergo a bilateral salpingectomy in order to remove retained fragments of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received. Events: pelvic pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and retained fragments of the essure device were added. Essure insertion and removal date added. Essure model amended to 205. Hysterosalpingogram test results provided. Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain"), device breakage ("retained fragments of the essure device"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("nickel allergy") and dysmenorrhoea ("menstrual pain, dysmenorrhea (cramping)") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), rash ("rashes"), vaginal discharge ("vaginal discharge") and gallbladder disorder ("gallbladder issues"). In 2011, the patient experienced urinary tract infection ("infection urinary tract") and thyroid disorder ("thyroid problems"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("device complications"), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with total hysterectomy and bilateral salpingectomy and surgery gallbladder remove). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, weight increased and rash had resolved. At the time of the report, the device breakage, genital haemorrhage, allergy to metals, complication associated with device, dysmenorrhoea, abdominal pain lower, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, thyroid disorder, nausea, vaginal discharge, gallbladder disorder and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, complication associated with device, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the plaintiff was required to undergo a total vaginal hysterectomy with removal of the essure devices on or about (B)(6) 2011. Subsequently, on or around (B)(6) 2015, she was required to undergo a bilateral salpingectomy in order to remove retained fragments of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); infection (bladder/ urinary tract/vaginal) type: urinary tract; apareunia (inability to have sexual intercourse); psychological or psychiatric problems condition: depression; autoimmune disorder type of disorder: thyroid problems; rashes or skin conditions type: rashes; salpingectomy (bilateral removal of fallopian tubes); nausea; device breakage; nickel allergy; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; fatigue; weight gain / loss specify which one: weight gain; gastrointestinal or digestive system condition type: gallbladder issues added as events. Patient and reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debiliating pelvic pain"), device breakage ("retained fragments of the essure device"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("nickel allergy"), pelvic inflammatory disease ("pelvic inflammatory disease") and dysmenorrhoea ("menstrual pain, dysmenorrhea (cramping)") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, obesity (bmi 32), dysuria, urinary urgency, constipation, bloating, heartburn, endometriosis, paratubal cyst and pap smear abnormal. In 2005, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), rash ("rashes"), vaginal discharge ("vaginal discharge") and gallbladder disorder ("gallbladder issues"). In 2011, the patient experienced urinary tract infection ("infection urinary tract") and thyroid disorder ("thyroid problems"). On (B)(6) 2015, 9 years 10 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), complication associated with device ("device complications"), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2011, bilateral salpingectomy on (B)(6) 2015), surgery (total vaginal hysterectomy on (B)(6) 2011, bilateral salpingectomy on (B)(6) 2015), surgery (total hysterectomy), surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (gallbladder removed). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, weight increased and rash had resolved. At the time of the report, the device breakage, genital haemorrhage, allergy to metals, pelvic inflammatory disease, complication associated with device, dysmenorrhoea, abdominal pain lower, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, thyroid disorder, nausea, vaginal discharge, gallbladder disorder and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, complication associated with device, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, genital haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, rash, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the plaintiff was required to undergo a total vaginal hysterectomy with removal of the essure devices on (B)(6) 2011. Subsequently, on (B)(6) 2015, she was required to undergo a laparoscopic bilateral salpingectomies in order to remove retained fragments of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: full occlusion and proper placement on (B)(6) 2005, gynecologic cytology report: clinical information: clinical history: abnormal bleeding; contraceptive hormones; depo interpretation: squamous intraepithelial lesion, grade cannot be determined. On (B)(6) 2011, surgical pathology report: diagnosis: uterus and cervix, hysterectomy: cervix: mild chronic cervicitis with nabothian cysts, squamous and focal tubal metaplasia. No dysplastic squamous intraepithelial lesion seen. Endometrium: proliferative pattern endometrium with tubal metaplasia. Myometrium: adenomyosis. Serosa: no pathologic change. On (B)(6) 2015, surgical pathology report: diagnosis: fallopian tubes, bilateral salpingectomy: complete cross sections of fallopian tubes with endometriosis and paratubal cysts. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease and also confirmed events depression, menorrhagia, abdominal pain lower, pelvic pain, urinary tract infection, nausea, rash, weight increased. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events pelvic inflammatory disease was newly added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.